Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the oxygen transfer failed. A 5 minute delay due to product being changed out. Surgery was successful.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a follow-up report when the investigation is completed and more information becomes available. For this reason, terumo references evaluation codes. (B)(4).